Event description:
Ous MDR - after an implant duration of about 22 months oversensing with artifacts was reported. No adverse patient side effects have been reported.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analysed. The analysis of the available iegm¿s showed the presence of noise in the ventricular channel. This is consistent with the clinical observation and the results of the lead¿s analysis. The review of the quality documents confirmed a regular ICD manufacturing. The analysis of the lead did not reveal any sign of a material or manufacturing problem.